Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer (fse) investigated the ventilator on site. During testing, the fse confirmed the failure with internal leakage test also safety valve test, flow transducer test and patient circuit test failed the pre-use check. The o2 gas module was replaced due to it being defective. The ventilator is in working condition after the replacement. The replaced o2 gas module was not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.